Event description:
The pt's IV site was initiated in the left forearm by emergency room staff in 2003 to facilitate administration of "a significant amount of meds". Three days later, the site was subsequently found to have purulent drainage level. The IV site and blood were cultured and found to be positive for staph aureus. The pt ws treated with an unspecified IV antibiotic and recovered. The report source indicated that the clinicians are not swabbing the clave prior to accessing the clave port as per the label instructions. The user facility is also investigating IV site preparation. Though requested, no additional information was provided.